Manufacturer narrative:
Event date: estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an unspecified, concentric vessel with mild tortuosity and moderate calcification. A guide wire was delivered to the lesion and a 2.5 mm balloon performed dilatation. Then, the 3.0x15 mm traveler balloon dilatation catheter (bdc) was inflated but ruptured after the second inflation. The dilatation was enough so the procedure was completed with stent implantation. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use, then inflated once without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement through the mildly tortuous and moderately calcified anatomy, the balloon outer surface became compromised and/or damaged ultimately resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3, b6: exact date was confirmed.

Event description:
Additional information was received and indicates that the balloon was soaked prior to use and the prepped without issue. The balloon was inflated twice and ruptured at 10 atmospheres. No additional information was provided.